Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument. Instrument has been inspected and all equipment checks were successfully performed. No repair needed. The operator suffered a minor shock with no after effects or sequelae. There was no exposure to blood borne pathogens. This operator had a minor transient injury. As per follow up conducted by cts, operator is doing fine.